Event description:
Info received indicates the trendelenburg and reverse trendelenburg functions do not work.

Manufacturer narrative:
The facility's biomed found the trend switch broken from the logic board. The technician replaced the switch to repair the bed.